Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2015 with the following findings: there was visible moisture behind the display lens and on the display screen. The pump case was cracked at the top right corner near the display lens. There was evidence of moisture found internally on the internal components of the pump. A review of the pump's black box data showed that a call service 052 alarm occurred on the date of the complaint.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.